Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record (DHR) review could not be performed as the lot number of the device is unknown. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
. E3: occupation: nurse manager h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: while the patient was in recovery following a left heart catheterization, it was noted that the tr band was leaking air, and the patient was bleeding and developed a hematoma. The cath lab was notified and placed an additional band above the original band. A blood pressure cuff and stat seal was also used to try and contain the hematoma. The patient had severe bruising and some pain associated with this event.